Manufacturer narrative:
Product ID: mc1vr01us. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during leadless implantable pulse generator (ipg) implant procedure, the device was deployed, but device measures were not acceptable after pull and hold test with high threshold.. The physician attempted to recapture the device but encountered difficulty with device and cone alignment. When physician attempted to retract the device into device cup, the blue deployment button would not move more than half way forward and the device never retracted into the cup. The leadless ipg system was removed, and a new device was attempted and successfully placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID mc1vr01-delsys. Product event summary: the full delivery system was returned, analyzed, and the delivery system shaft was mechanically kinked/buckled. The delivery system inner tubing was kinked/buckled. The sheath of the delivery system was damaged. Blood was observed on the shaft of the delivery system. Blood was observed on the sheath. Blood was observed in the lumen of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the shaft is kink/buckled at 6 centimeters from the distal end of the delivery system. The sheath edge is bent. There is blood on the shaft located at the distal end of the stability member. There is blood on the device cup. There is blood in the flush valve. There is blood inside of the handle. Unable to articulate the shaft as the system is unable to capture the device due to the shaft and inner tubing being kink/buckled. Unable to test for deployment/recapture as the sheath edge is bent. If information is provided in the future, a supplemental report will be issued.